Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: unsatisfactory results ¿ patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks.

Event description:
Health professional reported right side device, "was different," "contracted and thicker", "more narrow and projecting higher", and was, "yellow and murky with particulate matter floating in the implant that looked like mold". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles in outer surface, creases fold on implant, one opening curved in radius, less than 75% of diaphragm flange disk delaminated, and plug strap totally delaminated. A leak test was performed which identified one opening on the device. Microscopic analysis was performed which identified: one opening curved in radius displayed striated edge consistent with the use of a surgical tool, less than 75% of diaphragm flange disk delaminated cataloged as adhesive failure, and plug strap totally delaminated cataloged as adhesive failure. A fill inspection was performed and identified no blockage in valve. Based on the device analysis the final assessment is: one opening due to surgical damage. Could not confirm the device appearance as, ¿particulate matter floating in the implant that looked like mold¿, was not observed and the implant looks normal. Device looks normal, device deformation not observed.

Event description:
Health professional reported right side device, "was different," "contracted and thicker", "more narrow and projecting higher", and was, "yellow and murky with particulate matter floating in the implant that looked like mold". Device has been explanted.